Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had their pacemaker, right atrial and right ventricular leads explanted due to infection. The patient's condition was unknown.